Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior. A leak test and microscopic analysis were performed which identified: creases fold and opening crease sharp on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp crease opening on anterior side due to fold flaw opening. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.